Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6) 2011. According to the complainant, the patient experienced pain, mesh erosion, and bleeding after the implant. She returned to her physician several times due to these complications. All other information, including the patient's current condition, is unknown and reportedly unavailable.